Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) instructed a care giver to review the alarm log which revealed a system error (se) 2240 alarm (air in line). The alarm occurred during use. Nothing unusual was identified during troubleshooting for the alarm. The tsr reviewed proper procedures with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.